Manufacturer narrative:
Eval summary: the reported condition of fail code 812:02 was confirmed. Typically, this failure is associated with the shuttle motor gearbox.

Event description:
The facility reported a fail code of 812:02. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving the pump since the last baxter svc event.